Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).

Event description:
A patient reported that for a few months they had heard the ¿low battery sound¿. They stated that for the last couple of days they had pain where the pump was. They questioned if there was possibility that the battery was corroded and was causing the pain, or if there was another problem with the pump, battery, or their body. They stated they had the pump for a couple of years. They stated that they need the pump because they still had bad spasticity, but the pump had been ¿non-functional for a while¿. They stated they went to a pain specialist, and they said the pump was not working, but they never offered to fix it or remove it. The patient stated the pain was kind of shocking and worrying them and making them think the worst is happening. The medication infused was baclofen.